Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion set was fell off during use on 23-may-2024. The event occurred within 6 hours - 2 days of insertion. Patient's blood glucose level was noticed at time - 18mmol/l. Patient was replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 3. Patient country : (B)(6).